Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4.

Manufacturer narrative:
Event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective.